Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the controller was plugged in but was not charging and the screen remained blank. The patient reported since the controller would not come on they could not turn down stimulation. They stated the last few days the therapy was not working well so their head and neck were pounding and they had not felt stimulation so they turned it up and now it was too strong. They stated the stimulation was running down their left arm and legs. The controller would not work with aa batteries. A replacement controller was sent. No patient complications were reported as a result of this event. Additional information from the patient stated the replacement controller resolved the stimulation being too strong. No further patient complications were reported as a result of this event.